Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Ran three accuracy tests, the pump was found to be over delivering to the manufacturing specifications.the root cause of the reported issue was found to be inaccurate delivery expulsor was out of specification. Actions were taken to mitigate the reported issue: replaced the expulsor.

Event description:
It was reported that the pump was not working. No patient injury was reported.